Event description:
It was reported that the bd nexiva¿ closed IV catheter system tubing broke from the hub during use. This complaint was created to capture the 3rd of 6 related incidents. The following information was provided by the initial reporter: "piv tubing broken between clear tubing and blue connector attached to cap (appears to be a vats placed IV)".

Manufacturer narrative:
Investigation summary: bd was unable to perform a thorough investigation as no sample, lot, or batch number were provided. A device history review could not be completed as no batch number was provided.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the bd nexiva¿ closed IV catheter system tubing broke from the hub during use. This complaint was created to capture the 3rd of 6 related incidents. The following information was provided by the initial reporter: "piv tubing broken between clear tubing and blue connector attached to cap (appears to be a vats placed IV)".